Event description:
It was later reported the rv lead had been explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead developed a cosmetic depression while in vivo and the overlay tubing of the lead developed cosmetic esc (environmental stress cracking) while in vivo. The analyst commented that the full lead that was returned was thoroughly analyzed electrically and visually in an attempt to find an explanation for the ¿high impedance¿ described in the event. There were no anomalies observed on the returned lead that would contribute to the high impedance mentioned in the event. Implant or explant damage was not observed and all electrical testing was within specification. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 5076 implantable pacing lead (B)(6) 2010; 4194 implantable pacing lead (B)(6) 2010.

Event description:
It was reported that there was a patient alert for the right ventricular (rv) lead having high impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular (rv) lead pacing impedance was out of range high with two patient alerts for out of tolerance sub-threshold lead impedance on (B)(4)-2013 and (B)(4)-2012. Weekly pace lead trend data show various spike increases for max ventricular pace bi impedance equal to 418 to 4047 ohms range between (B)(4)-2011 and (B)(4)-2013. There was also rv oversensing with a lead failure predictor high rate non-sustained equal to 212ms average v-cycle on (B)(4)-2013. (B)(4).